Event description:
It was reported that during a colonic stent placement procedure, withdrawal difficulties and stent damage occurred. The lesion was located in the sigmoid colon. The wallflex 22mm x 6cm colonic stent delivery system (sds) was advanced to the lesion and deployed in "good" position. Upon attempting to withdraw the sds, the delivery system "snagged" on the stent and the stent "was subsequently completely withdrawn" unconstrained. Upon inspection, the physician noted that the stent "showed some distortion" and "the stent interstices were widened and bent in one area". A wallflex 22mm x 9cm stent was successfully deployed to complete the procedure. The pt's status is unk.